Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump was monitored for several days and no a17 and a21 alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external ram error alarms and unexpected restart alarms. The customer's blood glucose was 168 at the time of incident. The customer stated that the they had high blood glucose of 346 mg/dl. The customer stated that a basal was not programmed before the alarm. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer was advised to program a bolus into the air. The customer stated that the bolus amount was not recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.